Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. However, the pump was received with corroded battery tube. No low battery alerts, weak battery alarms or failed battery test were noted. No low suspend alarms were noted. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating low blood glucose readings and a low battery alert from the insulin pump. The customer's blood glucose reading was 69 mg/dl. The customer stated that he has been sleeping all day and that was normal for him. The customer treated the low blood glucose readings with crackers. The customer stated that he had a failed battery test and low battery alarm. The customer stated that he inserted a new battery and the pump still alarmed failed battery test. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to monitor the pump and call if the problem recurs.